Event description:
It was reported that a patient's pump motor stalled; motor stall was confirmed as noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional correction number: z-0592-2009.

Event description:
Additional information reported that the previously reported pump motor stall did recover. No further details, pump medication information, patient symptoms or outcome were provided.